Event description:
Customer called to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading was 179 mg/dl. Troubleshooting was performed. Customer did not recall any significant events leading up to the alarm. The insulin pump was not exposed to a strong magnetic field. Customer stated that the insulin pump was able to complete the rewind sequence. Advised that the insulin pump will be replaced. The customer declined to return the out of warranty insulin pump at this time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).